Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ((B)(4), awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. The consumer had the essure insertion and ablation done at the same time. In (B)(6) 2015 she had her follow up and one coil had already uncoiled and kinked. She was told it was fine because no dye ran through the tube. Since (B)(6) 2015 she had been experiencing severe back and lower abdominal pain, both on right side (the same side the coil was not correct on), hair loss, unexplained rashes that hurt, headaches, dizzy spells, unexplained bleeding multiple times a month, weight gain, brain fog. Those entire she did not have before essure. She stated that her life had been severely impacted by essure. She had never been tested for nickel allergy. She had a history of blood clotting disorders when pregnant and was urged to not have any more children. She was told by another doctor that one coil, the right one, was coming apart and was not positioned correctly, and that might be why she was having those problems. She also saw a cyst on that sides ovary, never had one before essure. She would most probably have to have a hysterectomy. Product technical complaint (ptc) investigation result received on 10-nov-2015: ptc global number: (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse events cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had unexplained bleeding multiple times a month (regarded as genital bleeding) after essure insertion. Additionally, she stated one coil, the right one, is coming apart and is not positioned correctly. The reported events are listed according to essure's reference safety information. Except for coil coming apart (regarded as a possible device breakage); which is anticipated according to the technical assessment. In this case, consumer had essure inserted and an endometrial ablation was done on the same day (contraindicated according to the product instructions for use). Although the reason for this endometrial ablation was not specified, this procedure suggests consumer had a previous genital bleeding disorder. Nevertheless, a contributory role of essure in consumer's bleeding cannot be totally rule out, since abnormal genital bleeding and menses pattern changes may occur during device therapy. Regarding the remaining event, consumer stated her follow-up test (performed 4 months after essure placement) showed the right coil had uncoiled and kinked. According to her, another physician stated the coil was coming apart and was not in correct position. Although the information provided is not clear; considering events nature and given their close association with essure procedure, causality with the suspect insert cannot be excluded this case was regarded as other reportable incident, since a device breakage cannot be formally excluded. This event did not lead to death or serious health deterioration, but this might have occurred under less fortunate circumstances. Additionally other non-serious events were reported. Based on the available information no product quality defect was confirmed by the company, therefore a relationship between the reported medical events and a quality defect is excluded.